Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two portions. The damage found was sustained during the surgical procedure. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that out of range hv lead impedance was observed. The lead was explanted and replaced.